Event description:
Procedure type: laparotomy. According to the reporter: in an article titled "small bowel lesion due to spiral tacks after laparoscopic intraperitoneal onlay mesh repair for incisional hernia", international journal of surgery case reports. Four (3) (pp 283-285), 2013. Date of publication: 2013 by haltmeier t. Groebli y. It is stated that a (B)(6) male underwent laparoscopic intraperitoneal only mesh repair for an incisional hernia 1 year s/p open sigmoid resection for perforated sigmoid diverticulitis. The mesh had been secured with a protack device. Four years later, he underwent an elective open cholecystectomy for acute cholecystitis. The preoperative abdominal CT scan showed metal spiral tacks in proximity to the small bowel. During the open cholecystectomy, while performing the adhesiolysis, an incidental finding of two titanium spiral tacks adherent to the small bowel were encountered. The tacks were completely integrated in the seromuscular layer of the small bowel. The tacks were removed to avoid future complications.

Manufacturer narrative:
(B)(4).